Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered a shock for a supra ventricular tachycardia (svt) episode that was detected as ventricular fibrillation (vf). It was noted that the right ventricular (rv) lead exhibited double counting of a couple beats after the shock was delivered. It was further reported that the crt-d exhibited a high left ventricular (lv) lead impedance warning, but there was no lv lead implanted. The crt-d and the rv lead remain in use. No further patient complications have been reported as a result of this event.